Event description:
On 2025-jul-07, information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the therapy didn't seem to be working that well anymore. The patient did not know the event date, but they notified their manufacturer representative of the issue on (B)(6) 2025. On that date, the patient stated that the rep walked them through changing to program 5 and setting the amplitude to 2.5 ma. The patient stated that the therapy still wasn't working well and the rep had told them to call them after a couple of weeks if the adjustment didn't help. The patient started calling the rep two weeks ago but haven't heard back. The patient preferred to be assisted by a local rep, so agent sent an email to the field to provide visibility of the patient's request. Agent also encouraged the patient to follow up with their managing hcp. On 2025-aug-28, additional information was received from the manufacturer representative (rep). The rep reported that they spoke with the patient. On 2025-sep-26, additional information was received from a patient. It was reported that the reason for the call was the patient (pt) said they had surgery yesterday (on (B)(6) 2025), the battery was disconnected and moved over and new wires were put in.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.